Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial/lot #: (B)(4)/ 303123, description: infinion 70 cm lead ki,t model #: sc-3400-30, serial/lot #: (B)(4)/ ,description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was not getting a full charge and was frequently charging the ipg. The leads were also producing high impedances. The patient underwent a revision procedure wherein the ipg, leads, lead splitters and clik anchor were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn (B)(4)): device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg became fully charged from a hibernation state in one charging cycle. Impedance measures were within a normal range. The ipg passed all the required tests and revealed no anomalies. Sc-2316-70 (sn (B)(4)): device evaluation indicated that the complaint regarding high impedance was confirmed. The lead cables were fractured at the retention sleeve. The additional cable fractured in the proximal array. Sc-3400-30 (sn (B)(4)): device evaluation indicated that the lead splitters passed visual, electrical, mechanical and photographic imaging tests performed. The lead splitters exhibited no anomalies. Sc-4316 (lot# 16480781): device evaluation indicated that the clik anchor passed visual test performed. The clik anchor exhibited no anomalies.

Event description:
A report was received that the patient was not getting a full charge and was frequently charging the ipg. The leads were also producing high impedances. The patient underwent a revision procedure wherein the ipg, leads, lead splitters and clik anchor were replaced. The patient was doing well postoperatively.